Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. This occurred after use of the device, when the patient tried to disconnect the transfer set from the patient line of a cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: iodine leakage was observed at the female connector of the transfer set. As a result of the events, the patient's transfer set was changed. The patient received prophylactic antibiotics, ¿po cipro¿ as a precautionary measure (omitted on initial). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the female connector was observed to have separated from the main body of the twist clamp. The reported separation between the female connector and main body was verified. The cause of the condition was due to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. The visual inspection also observed iodine was present on the outside of the transfer set (female connector). The report of leak at the female connector could not be verified from the photograph. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.